Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery (prca) with heavy calcification and heavy tortuosity. A 3.75 x 12mm nc trek balloon dilatation catheter (bdc) was attempted to be advanced to the target lesion; however the bdc met with resistance due to anatomical challenges. The bdc was removed from the patient and also met with resistance due to anatomical challenges during removal. There was no adverse patient effect and no clinically significant delays reported. A non-abbott balloon was used to complete the procedure. No additional information was provided.